Event description:
It was reported that the device was explanted approx. 21 months after implantation due to intermittent loss of capture. The lead was intraoperatively in range. There was a suspicion of connectivity failure in the header.